Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture reference no: (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent a premature ventricular contraction (pvc) ablation procedure with a thermocool smart touch sf bi-directional catheter and suffered cardiac tamponade (requiring pericardiocentesis) and cardiac arrest. During the ablation phase a steam pop occurred. The patient¿s blood pressure become unstable and cardiac tamponade was confirmed by transthoracic echo (tee). Pericardiocentesis was performed, and 460ml of fluid was removed from the pericardial space, then the patient coded. Extended hospitalization was required as a result of the event. The patient was transferred to the intensive care unit (ICU) as per hypothermia protocol post cardiac arrest. Patient¿s condition improved. Physician¿s opinion regarding the cause of the adverse event is unknown.